Event description:
The manufacturer received information alleging the low oxygen (o2) flow test step had failed on a trilogy 200 device. The device was not in use on a patient at the time of the occurrence. The trilogy 200 device was evaluated at the manufacturer. During the evaluation it was noted that the grey removable foam was not properly aligned causing the low o2 flow test step to fail on the device. In conclusion, the device's grey removable foam was re-adjusted to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower assembly, overhead blower filter, and inlet filter were replaced which was unrelated to the reportable issue. The outer enclosure case was cleaned. The device was retested, and it passed all final testing.